Event description:
It was reported that the patient alert was triggered due to high defibrillation coil impedance. A lead fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and the defibrillation coil was fractured. It was noted that the outer tubing overlay was melted and was breached cut. The outer insulation had a cosmetic depression and overlay tubing had environmental stress cracking. (B)(4).